Event description:
It was reported that this artificial urinary sphincter (aus) had a mechanical issue, as a result, the patient experienced recurring incontinence. A surgical procedure was performed and the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.